Event description:
It was reported that high impedance, high capture thresholds and noise were observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.